Manufacturer narrative:
Concomitant medical devices: product ID: 39565-30, serial#: (B)(4), product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708140, serial#: (B)(4), product type: extension; product ID: 3708140, serial#: (B)(4), product type: extension. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was also reported there was no stimulation sensation. The patient's lead was implanted at t10 vertebrae between their shoulder blades. Patient reached forward and overextended their arm and then heard a snap "like a rubber band". Patient could feel "something" near t10 and still heard "snapping". It was also noted the patient was feeling this sensation behind their knees when they walked. It was noted this started right before the report. It was also noted the patient was no longer feeling stimulation. The patient had stimulation on "low" because it was "bugging them". It was noted the patient saw a "charge ins" warning screen. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated that the patient also described her shocking sensation "like a zipline across her back" and was also getting shocks in her abdomen. Patient reported stimulation coverage is "ok" but she is concerned she sheered the wires. It was reported two days later the patient met with their doctor and manufacturer representative. It was reported that all impedances were within normal limits. X-rays did not show migration of the leads. After reprogramming, the patient is reportedly getting adequate stimulation again, and does not have shocking or jolting.

Event description:
Additional information reported that they experienced 'many' falls due to seizures and the loss of feeling in their leg. It was noted that the patient's doctors were aware of the falls and have tested the implantable neurostimulator (ins) to make sure everything was functioning correctly. The patient also experienced a 'zapping' in the stomach area and behind both knees ('like rubber bands') after they hyperextended their right arm and bent forward at the same time (which caused a pulling sensation around the ins battery). The patient also experienced discomfort, pain, and irritation on the spine due to the level of stimulation from the ins since implantation. It was described as a 'constant ache' which the ins can't cover (target area mid back and left leg). The manufacturer's representative interrogated the ins (date unknown) and noted that everything was fine. In addition, it was reported that the patient's ins was in an overdischarge condition due to patient compliance issues. The last successful recharge session and the last time the patient felt the stimulation was 2 to 6 months ago. After use of the antenna locator feature on the recharger, a power-on-reset (por) was displayed which then led to a normal recharge screen. The patient was instructed to charge fully then contact the manufacturer's representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).